Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed; the device remains implanted. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturers release criteria. There has been two other complaints reported in the lot number. Add'l info is not expected. (B)(4).

Event description:
A surgeon reported a patient experienced hypotony on postoperative days one and two following a glaucoma filtration device implantation. The surgeon also reported on postoperative day two, the shunt touched to the iris. The following week, the patient experienced a shallow anterior chamber. The surgeon reported that three weeks postoperatively, silicone oil had migrated into the eye due to the patient experiencing temporary hypotony. A needling procedure was performed one month postoperatively. The surgeon reported the patient's intraocular pressure (iop) increased due to the disappearance of the filtering bleb, therefore, a trabeculectomy procedure was performed two months postoperatively. Six months following the initial device implantation, silicone oil was removed from the anterior chamber. The surgeon reported the patient is recovering. Add'l info is not expected.